Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed due to the angle wires being stretched. In addition to foreign material found in the clogged nozzle, the additional evaluation findings were as follows: the up/down knob is out of the standard value, adhesive on the bending section cover had a chip, crack, and a white clouded area. The adhesive around the objective lens and the lg lens was peeled and had a white clouded area and the plastic distal end cover had a burn. The universal cord was wrinkled due to the resin becoming detached/deteriorated. The protector of the universal cord, forceps elevator lever, and switch box were scratched due to physical stress, the indication on the scope connector was peeled, and the electrical connector was discolored due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when using an evis lucera gastrointestinal videoscope, there was reduced angulation. There was no patient harm reported with the event. The device was returned and evaluated, and there was foreign material found in a clogged nozzle. This medical device report MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the customer. Information was provided by the customer regarding the reprocessing and cleaning of the device. They indicated the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known at the time. The accessories used for reprocessing were normal and without issues.